Manufacturer narrative:
(B)(4). The report of a leak from the "blue hat" section of the tubing could not be confirmed because the customer did not save the set. The root cause of the leak could not be determined.

Event description:
The customer reported a leak in the tpn line from the "blue hat" section of tubing on a nicu pt. There was no report of pt or medical intervention. Although requested, no further pt or event information was provided.